Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer does not have new batteries to use in the pump. Customer's blood glucose was unknown at the time of incident. Customer indicated that she had an old battery and troubleshooting indicated that the pump might alarm. Customer inserted the old battery and the pump alarmed battery out limit, but the pump functioned. Customer was advised to call back if further assistance was needed.